Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The right brake handle on the unit that will not stay locked.